Manufacturer narrative:
Lot info not provided by the reporter. Expiration date unk as lot is unk. The product was returned in an used and damaged condition. A visual examination revealed the proximal portion of the hub was shattered in multiple pieces and the distal tip of the dilator had two small pieces that had separated. Additionally, it was noted that portions of the lidstock had an off-white appearance similar to what would be expected from excessive uv or heat exposure. The physician commented that the dilator was rather brittle. It should be noted that brittleness would be consistent with excessive uv or heat exposure and would also explain the discoloration of the lidstock. Unfortunately, at this time, it is not possible to determine the date of manufacture as no lot number information was provided, we have contacted the appropriate personnel and will continue to monitor this device.

Event description:
The initial report stated that while performing a tracheostomy, a portion of the device shattered and the tip came off. There was no reported harm to the patient and the procedure was completed successfully. However, additional information was later received stating that the small blue dilator fractured in two places; first the hub shattered, which was outside of the patient's body, thus no harm to the patient. It was also reported that a piece of the blue tip broke off and had to be removed via the bronchoscope at the time of the tracheostomy.